Event description:
It was reported that pump had damaged usb port that required adjusting cord to charge. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, no additional information was obtained, and no further action was required.